Event description:
Event became reportable based on analysis. It was reported that during a coronary artery stenting treatment procedure, the device failed to cross. The mildly calcified 75% stenotic lesion was located in the very tortuous mid-left anterior descending (lad) artery. The 3.0 x 38mm taxus liberte was introduced via the femoral access site and advanced to the lesion, however, it was unable to cross. It is unknown how the procedure was completed. No patient injury or complications were reported. The patient's condition was reported as "good".returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the returned device revealed proximal stent damage; some of the stents were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A .015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.